Event description:
It was reported that following the procedure, the patient reported increased pain in their legs as well as hypertension and headaches. The patient was instructed to go the ER where imaging was used to diagnose a epidural hematoma. They were scheduled for a laminectomy. It should be noted that the patient is doing well and recovering now. Per sales representative, there was no alleged device issue during procedure.